Event description:
On (B)(6) 2013 the lay user/reporter in (B)(6), the patient¿s daughter, contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. On (B)(6) 2013 the technical service representative (tsr) spoke with the reporter to obtain and verify information. On (B)(6) 2013 at 8:30 am the patient experienced the symptoms of nausea and shaking and she felt low. While symptomatic, the patient obtained the fasting blood glucose reading of 300 mg/dl on the reported meter. The patient administered self-treatment by consuming glucose tablets and felt better afterwards; she did not seek any medical attention. The patient takes set doses of insulin twice per day. The reporter was unable to provide details regarding the patient¿s expected blood glucose reading at that time of day, her blood glucose readings on the day prior to this event or the patient¿s insulin regimen. The meter, test strips and control solution were replaced. No information was provided about the patient¿s status and blood glucose readings prior to this event. Therefore, because the patient suffered symptoms suggesting severe hypoglycemia and the meter reading did not correlate with her symptoms or self-treatment of glucose, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/12/2013 and 7/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.